Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring =70 mg/dl. The patient required assistance from a third party and received treatment at the hospital emergency room. The reporter did not provide details regarding the type of treatment the patient received. It was reported that the patient received an inadvertent infusion of insulin; the patient remained attached to the pump during the prime step. The amount of insulin infused to the patient during the prime step was not reported as the reporter was uncertain of the amount. This complaint is being reported because animas customer support determined the patient¿s adverse event was associated with a training/misuse issue; there was no alleged or detected pump malfunction involved. The patient remained on the subject pump for insulin delivery.